Event description:
It was reported that the patient underwent a revision procedure in which the non-(B)(6) spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced with a boston scientific ipg for an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).